Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated; d4: expiration date and unique identifier (UDI) number were added; d9: device availability is updated; g3: date received by manufacturer was updated; g6: type of report was updated; h2: type of follow up was updated; h3: device evaluated by manufacturer was updated; h4: device manufacturer date was added; h6: type of investigation was added: 10, 3331 and 4109; h6: investigation findings was added: 213; h6: investigation conclusions was added: 4310. The reported device was received for evaluation. The reported condition of healing abutment not threading into implant was not confirmed. Visual evaluation of the as returned product identified no apparent signs of malfunction/damage. Functional testing was performed, using a compatible in-house implant. The device was able to seat and thread into the implant as normal. A device history record (DHR) review was completed for the reported device lot. It was confirmed, that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted, as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. Potential causes are not applicable to this investigation, since device malfunction did not occur. And the reported event was unconfirmed, following functional testing. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the doctor was unable to thread the eha563 healing abutment into the implant. He was able to complete the procedure with another healing abutment.